Event description:
Litigation papers allege the patient was revised because the cup was loose and the resulting metal on metal friction had created metal fragments and metallosis.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.